Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure alarm during self test. The customer's blood glucose was 29 mmol/l at the time of incident and the customer treated it using manual injections. The insulin pump also received a power error detected alarm. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed displacement test. Troubleshooting was not performed for hardware low level failure alarm. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly. Device received power error detected due to j6 connector resistance issue.